Manufacturer narrative:
(B)(4). Surgical intervention. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018. (B)(4). Total number of events ¿ 32. Proceed multi-layer laminate mesh - (B)(4). Prolene polypropylene mesh - (B)(4). Prolene soft polypropylene mesh - (B)(4). Ultrapro mesh - (B)(4). Vicryl polyglactin 910 mesh ¿ (B)(4). - (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion of her internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Date sent to FDA: 4/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 12/28/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.

Manufacturer narrative:
Date sent to FDA: 06/25/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.]

Manufacturer narrative:
Date sent to FDA: 12/19/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2018 through september 31, 2018.